Event description:
It was reported that during a routine follow-up visit there was pacing failure due to increase right ventricular (rv) lead threshold. It was also reported that there was no sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 4969-35 lead 2009-(B)(6). (B)(4).